Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be due to potential treatment of a femoral bone fracture, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, initial left hip implanted in (B)(6) 2015, underwent a revision procedure on an unknown date. Element stem revised to competitor¿s stem, potentially due to femoral bone fracture from radiograph provided. No further information known.

Manufacturer narrative:
D10: concomitant device(s): 180-01-58 - nv crown cup clstr hole 58mm group 3: (B)(6), 164-03-10 - element-stem, collared w/ha, std offset, sz 10: (B)(6), 170-40-93 - biolox delta femoral head 40mm od, -3.5mm: (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm: (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm: (B)(6), 101-05-20 - 3.2mm drill bit 20mm 1pk: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.